Manufacturer narrative:
Investigation results: a wallflex biliary rx stent and delivery system were returned for analysis. Visual examination determined that the outer sheath had detached from the distal transition zone and it was not possible to deploy the stent. An examination of the exposed inner shaft at the site of the detached outer identified that it was kinked. The stent was fully mounted on the shaft and no stent damage was observed. The stent cover was examined and no issues were noted. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was not consistent with the complaint incident as the stent was received fully mounted on the delivery system. However, the outer shaft was found detached at the transition zone. The cause of the noted damage was most probably due to the anatomical and procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent system was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. Reportedly, the stricture was not pre dilated. According to the complainant, during the procedure, the physician advanced the device to the target area and attempted to release the stent, however, it was reported that the stent would not deploy. Upon removal of the device, that stent was found to be partially deployed and still attached to the delivery system. The procedure was completed with another wallflex biliary rx stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent system was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. Reportedly, the stricture was not pre dilated. According to the complainant, during the procedure, the physician advanced the device to the target area and attempted to release the stent, however, it was reported that the stent would not deploy. Upon removal of the device, that stent was found to be partially deployed and still attached to the delivery system. The procedure was completed with another wallflex biliary rx stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.